Event description:
A report was received that the patients ipg was in an uncomfortable spot. The patient will undergo a revision procedure wherein the ipg will be relocated.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure and was doing well post operatively. No device malfunction suspected.

Event description:
A report was received that the patients ipg was in an uncomfortable spot. The patient will undergo a revision procedure wherein the ipg will be relocated.